Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during bolus the day before calling. The customer stated that it was a total of 7 no delivery alarms. Troubleshooting for the infusion set was done and it was determined it was occluded. The customer changed the infusion set and was able to manually prime and deliver a bolus. The customer did not have a tubing clamp to do the high pressure test on the insulin pump. Blood glucose value was 17 mmol/l. Customer would call back to complete troubleshooting after receiving the clamp.